Event description:
It was reported that a patient with a history of cervical spine stenosis, hernia, and back pain underwent a tlif from l4-l5 with bmp to treat l4-l5 spondylolisthesis with stenosis and radiculopathy. A follow up CT showed patient had bone formed around the implant as well as foraminal stenosis. The patient underwent a second surgery; l4-5 foraminotomy with hardware removal. Approximately one month post-op, the patient presented with disc extrusion at l3-4 above the previous fusion. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.